Event description:
A customer reported via phone call indicating a leak in reservoir compartment of their insulin pump. The customer has a blood glucose level was unknown at the time of the call. The customer states that they were trying to fill their reservoir and change the set when the reservoirs came out and started leaking insulin from the bottom.

Manufacturer narrative:
Two opened and used reservoirs were evaluated using a new lab transfer guard. A pre-fill reservoir test was performed and no leak anomaly was noted. The reservoirs connected and locked in place properly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.